Event description:
It was reported that the device was disabled. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) instructed the customer to perform the operational check. The device passed the operational check and the device was successfully returned to service. It has been concluded that no further action is required at this time. H3 other text : the fse instructed the customer.